Event description:
During routine testing of the device at the service center, the service repair technician reported that the tube clamp assembly for the roller pump had broken parts on the inside. There was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.